Event description:
The philips field service engineer reported they found the battery was aged. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer they need verification of the battery. There was no reported patient involvement.